Event description:
On (B)(4) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on. The medical surveillance specialist (mss) was unable to reach the patient for follow up questions. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 7:00pm, the patient alleged the issue began. The patient reported using insulin pump therapy with diet and exercise to manage her diabetes. The patient reported that she tests 4 or more times a day. It is unknown if the patient made any changes to her usual diabetes routine include diet, activity level, or medications on the day of the alleged issue. It is unclear if the patient developed any symptoms due to not being able to test on her lfs device. The patient denied receiving any treatment due to the alleged issue. At the time of troubleshooting, the cca documented that the patient was using the correct test strips. This was not the first time the patient used the subject meter, and there was no misuse of the product. The cca confirmed that the meter's battery did not need to be replaced. In addition when the patient was prompted to press the power button, the meter did not turn on. The issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no evidence that the product caused or contributed to an adverse event. The patient did not report any symptoms, treatment or blood glucose values suggestive of a serious injury. However this complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the meter's battery contact was found to be contaminated. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter was evaluated and the alleged complaint can not be confirmed. However, a secondary issue was found where the battery contacts were found to be contaminated. The test strips have also been returned but the evaluation of the product has not been completed at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.